Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - prior to use, inspect the perclose proglide smc system to ensure that the sterile packaging has not been damaged during shipment. Examine all components prior to use to verify proper function. Exercise care during device handling to reduce the possibility of accidental device breakage. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, after the proglide device was removed from the packaging, it was noted that the suture was visible and appeared to be loose and "hanging out" of the device. Although the suture was reported to be loose and visible outside of the device, the proglide device was used in the procedure. During use, when the plunger was retracted from the device, no suture was present. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide. No additional information was provided.

Manufacturer narrative:
(B)(4). The proglide instructions for use states: do not use the perclose proglide suture mediated closure (smc) device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture was visible and appeared to be loose and hanging out of the device could not be confirmed due to of the condition of the returned device. The suture retrieval issue was confirmed as a cuff miss was observed. Although it was reported that no suture was present when the plunger was removed (suture retrieval issue), the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. The investigation was unable to determine a conclusive cause for the reported loose and hanging out suture; however, the suture retrieval issue and treatment appear to be related to circumstances of the procedure. It should be noted that the electronic perclose proglide instructions for use states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.